Manufacturer narrative:
Additional information was received that the leads and splitter were also explanted. Additional information was received that the incision site was red and painful. The explanted devices were not returned to bsn. Additional information was on (B)(4) 2015 received that the event was related to the lead only.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Manufacturer narrative:
The leads and splitter were also explanted. Additional information was received that the incision site was red and painful. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Manufacturer narrative:
Additional information was received that the ipg was revised not explanted.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Manufacturer narrative:
Additional information was received that details regarding the explant of these devices are not available from the physician¿s office.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Manufacturer narrative:
Additional information was received that the ipg was revised due to infection.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm .model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit. Model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit. Model #: sc-4316, lot # 16920412, description: next generation anchor kit sterile. Model #: sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.

Event description:
A report was received that the patient developed an infection with a purulent wound in the lumbar incision. The patient underwent a lead extension explant procedure and was administered amoxicillin. The event has resolved and has been assessed to be procedure and device related, and not related to the device stimulation.